Event description:
The user facility reported a 66-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Upon implanting the impella, multiple attempts were made to insert the impella. However, they were unsuccessful due to the patient's blockage. The impella was removed and angled glide catheter was inserted and angiogram was obtained to view stenosis. The impella implant was aborted.

Manufacturer narrative:
The investigation into the delivery issues has been completed. No product was returned. The root cause of the delivery issue was most likely due to patient condition since the patient had stenosis.